Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc), was inserted and air entered the hemostasis valve of the sgc. No air entered the patient. The user placed his thumb on the valve, to prevent additional air entering the device. A new sgc was prepped and was used without issue. One clip was implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and evaluated. The reported issue could not be tested via returned device analysis as it was related to patient and procedural conditions; however, leak tests were performed and no leak was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided a conclusive cause for the reported hemostasis valve leak during insertion cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.